Manufacturer narrative:
The device logs were reviewed by a spacelabs product specialist and the reported issue was confirmed. The biomed was provided instruction to power cycle the device to resolve the problem. The customer biomed performed a checkout of the device and the device passed all tests. As the problem was discovered prior to use and a warning message displays, use of the device is prevented until the issue is resolved. The investigation findings showed no risk of serious harm and no serious risk should the event recur. However, spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2016, an arkon was discovered by the customer biomed in a failed state. The unit was not in patient use when the issue was discovered. No injury was reported.